Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage. Stent struts from the most proximal strut row lifted and pulled distally. Stent struts from the most distal strut row lifted and pulled proximally. The undamaged stent outer diameter was measured using the snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15 jul 2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 28 x 3.0mm, eccentric, de novo target lesion with a significant bend of >=90 degrees was located in the calcified mid left circumflex coronary artery. Following pre-dilatation, a 32 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, due to calcium, the stent could not cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.